Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked from playing sports and was unresponsive. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for alternate insulin therapy.